Event description:
Information was received from a consumer who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they were calling about their bowel the day before report. The patient stated that they had gone 3 times in 4 hours and noted it was a very bad mess. The patient synced with the implant using the patient programmer (pp) and confirmed that stimulation was on. The patient noted that stimulation was set to 2.9 and that they were on program 3. The patient increased stimulation to 1.0 on program 4 and indicated that they would monitor their symptoms. The patient was advised to follow up with their healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that there was no change in activity; they just had no warning. They had four or five trips to the bathroom, one after another, but this was not unusual for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The patient weight was given at the time of the event. Cause of going 3 times in 4 hours was not determined. No further patient complications have been reported as a result of this event.